Event description:
It was reported that an unk number of spectrum pumps have experienced constant upstream occlusion alarms. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. It the device is identified and returned, an eval will be completed and a supplemental report will be submitted.